Event description:
Contacted regarding an elevated accu tnl (troponin) result from a single pt the elevated accu tnl result was 0.50ng/ml. The elevated accu tnl result was not reported out of the lab. The customer indicated that based on their laboratory protocol, the pt sample was retested. The repeated accu tnl result was 0.005ng/ml. The repeated accu tnl result was reported out of the lab. There has been no change to pt treatment or any injury that can be attributed to this event.